Event description:
A pt choice wire fractured and remained in the stent during a case. The wire was inserted into the right coronary artery and attempted to manipulate through a newly placed coronary stent. After multiple attempts the cardiologist attempted to remove the wire.